Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height drawer failed and device was not on bus. A field service engineer (fse) inspected the drawer and found a faulty drawer control board. The drawer board and retractor were replaced, diagnostics were run, and the drawer and all pockets tested successfully. Matrix drawer six initially failed and would not recover; the drawer control board was replaced, diagnostics were rerun, and the drawer tested successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 1.1 displayed the error message device not detected on bus. The customer attempted troubleshooting by rebooting the station and trying to recover the drawer; however, the problem persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.